Manufacturer narrative:
(B)(4). The customer ran precision diagnostic checks and all passed. The customer ran a precision test using the torch positive qc twice in replicates of 11. Each time the first rep was low, but the other points were in range and precise. It was recommended that the customer replace the architect r1 and r2 probes. The customer replaced and ran another precision test on the c-peptide assay. The customer chose to run c-peptide as the toxo igg qc is very expensive. Precision was good for c-peptide, and the issue was resolved. A search of the service history for the architect i2000sr instrument was performed. The search did not identify any instrument issues related to this complaint. A search for similar complaints was performed. The search did not identify any additional complaints related to this complaint. The current rates for architect i2000 erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. Based upon the data available and the results of this evaluation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a positive architect toxo igg result of 43 iu/ml was generated on a female patient on the night of (B)(6), 2011. The following morning, the same sample was retested and a negative result of 0.1 iu/ml was generated. The customer stated that the correct result is negative based on previous testing. No impact to patient management was reported.